Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using a gore® dryseal flex introducer sheath and thoracic aortic stent graft for a thoracic aortic aneurysm. A 24fr gore® dryseal flex introducer sheath was inserted from right side access. All stent grafts were deployed successfully. Angiography revealed a right external iliac artery rupture. Two additional stent grafts were deployed from the right common iliac artery to the right external iliac artery to treat the rupture. The patient tolerated the procedure. The physician stated that resistance was noted when he advanced the sheath.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 ¿ according to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.